Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. The technical support representative (tsr) contacted the patient to obtain and verify information; however was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information originally reported to customer service. On (B)(6) 2012 at 1:00 am, the patient experienced the symptoms of "feeling hypoglycemic" and being semi-conscious. While symptomatic, the patient obtained the blood glucose reading of 6.7 mmol/l on the reported meter, which she alleged was inaccurately high. The patient reportedly also tested her blood glucose level using a neighbor's meter, and obtained the reading of 7.9 mmol/l. The patient was taken to the emergency room, where her blood glucose level was tested to be 1.9 mmol/l. The patient was treated intravenously with glucose and admitted to the hospital for three days. The patient manages her diabetes with insulin taken on a sliding scale. Troubleshooting revealed the meter was set to the correct unit of measure. It was also revealed the patient's test strips were expired, which can cause inaccurate readings. It would have been helpful to determine the patient's specific symptoms, her insulin regimen, her blood glucose levels earlier on the day of this event, what meals and insulin doses the patient had taken prior to the onset of symptoms, the patient's expected readings, and her admitting diagnosis. The meter and test strips were replaced. The patient's technique was incorrect by using expired test strips. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia afterwards, and received emergency medical attention and treatment with glucose, this complaint is being reported.